Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and went to the hospital. The right ventricular (rv) lead was suspected to be fractured as high impedance and high thresholds were noted. The lead was replaced. No patient complications have been reported as a result of this event.